Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a procedure using two interspinous spacers to treat lumbar canal stenosis at l3/4 and l4/5. An 8mm spacer was implanted at l3/4 and a 6mm spacer was implanted at l4/5. It was reported that the patient developed recurrence of pain at l4/5 36 days after the procedure. A revision surgery for removal of the implant at l4/5 was performed 58 days post-op. No other patient complications were reported.